Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my missing one was removed from my heart'), cardiac failure ('heart failure'), myocardial infarction ('heart attack') and circulatory collapse ('collapsed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during breast feeding "nursed". The patient's medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cardiac failure (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have heart rate increased ("my heart was going 180"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, cardiac failure, myocardial infarction, circulatory collapse, pelvic pain and heart rate increased outcome was unknown. The reporter provided no causality assessment for cardiac failure, circulatory collapse, heart rate increased, myocardial infarction and pelvic pain with essure. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media device dislocation, cardiac failure, myocardial infarction, circulatory collapse, pelvic pain, heart rate increased and maternal exposure during breastfeeding. Quality-safety evaluation of ptc: unable to confirm complaint~. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Update of FDA codes and device problem codes, addition of ptc global number, addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my missing one was removed from my heart'), cardiac failure ('heart failure'), myocardial infarction ('heart attack') and circulatory collapse ('collapsed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cardiac failure (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have heart rate increased ("my heart was going 180"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, cardiac failure, myocardial infarction, circulatory collapse, pelvic pain and heart rate increased outcome was unknown. The reporter provided no causality assessment for cardiac failure, circulatory collapse, heart rate increased, myocardial infarction and pelvic pain with essure. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media device dislocation, cardiac failure, myocardial infarction, circulatory collapse, pelvic pain and heart rate increased. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: reporter added. She refers that the essure coil was removed from her heart. This minimal information case from social media content refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after unspecified time had one missing coil removed from ¿her heart¿ (interpreted as device dislocation). She also refers experiencing cardiac failure, myocardial infarction and circulatory collapse. Cardiac failure, myocardial infarction and circulatory collapse are unanticipated while device dislocation is anticipated in the reference safety information for essure. In this case, there is no information about the patient´s historical and concomitant medical conditions and drugs, family and personal history for cardiovascular diseases, if the instructions for use were correctly followed at insertion and if any complications occurred during insertion, timing and course of the events, test results, exact location of the implant, method of removal and treatment received for the events. Considering the lack of critical information, causality for the events cardiac failure, myocardial infarction and circulatory collapse could not be assessed. Considering that dislocation and migration of the inserts may occur, the event device dislocation was deemed related to essure. Since an intervention was performed for removal, this case was regarded as serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.